Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in his home due to heart failure. The customer had knee replacement surgery recently, and had not been eating well after the surgery. Prior to his death, the customer had been sitting, watching television after bolusing for breakfast. The customer had a heart attack, and a neighbor gave him CPR. When he arrived at the hospital, his blood glucose reading was 20 mg/dl. The nurses were unable to get his blood glucose levels to a normal level. The customer's wife agreed to return the insulin pump for analysis. Nothing further was reported.